Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use (IFU), device malposition and regurgitation requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or severely calcified aortic leaflets, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal or severe leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, the exact cause of the too ventricular deployment and pvl could not be determined; however, patient (significant native valve/leaflet calcification) and procedural factors (slight movement of the valve during deployment leading to 60:40 ventricular deployment), could have cause or contributed to the events. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported per the edwards field clinical specialist (fcs), during a transapical tavr procedure the team performed bav sizing with a 22x4 balloon and no leak was noted. The diameter was determined to be 22mm, so they proceeded with a 23mm sapien valve. The valve was prepped and deployed in what initially appeared to be a 50:50 position. There was moderate-severe paravalvular leak (pvl). They added 1cc to the balloon and post dilated the valve. There was no improvement to the pvl so they decided to place a second valve. The 23mm valve was placed 3-4mm aortic to the first valve. The pvl improved to none-trace. The delivery device was removed and the apex was closed in the normal fashion. The patient is stable. After further review of the case, the team decided that the valve seemed to move just slightly during the deployment, and landed 60:40 ventricular. Additionally there was noted significant native valve/leaflet calcification and no root calcification.